Event description:
"Dr. (B)(6) and dr. (B)(6) performed an endovascular repair of a 12 yr old endologix afx abdominal bifurcated stent graft that presented a separated damaged graft with new aneurysm that required a new afx which was first implanted with difficulty due to complex angulations and existing compressed afx device. Subsequently, a 46/42x150mm (lot# 180717212) relay-plus was deployed. Dr. (B)(6) then decided to use a 46x100mm (lot# 190128210) relay-plus to extend proximally and was unable to deploy the graft due to not being able to advance the inner sheath past the outer sheath. Device was removed and packed in bio-hazard bag. On the back table while attempting to repackage the device, the grey handle was moved a few centimeters forward and the inner sheath started to exit the outer sheath easily. Lastly, a medtronic 46/40x185mm (18fr) valiant navion was advanced and deployed landing proximal to the tapered relay-plus. The operating room manager would not allow us to take the device as was communicated to (B)(6) and we agreed to leave the device until they inspect it and they did say they would return the device when they are finished." Patient outcome: "patient was not injured and there were no complications due to not being able to deploy the second relay-plus graft."

Event description:
"Dr. (B)(6) and dr. (B)(6) performed an endovascular repair of a 12 yr old endologix afx abdominal bifurcated stent graft that presented a separated damaged graft with new aneurysm that required a new afx which was first implanted with difficulty due to complex angulations and existing compressed afx device. Subsequently, a 46/42x150mm (lot# 180717212) relay-plus was deployed. Dr. (B)(6) then decided to use a 46x100mm (lot# 190128210) relay-plus to extend proximally and was unable to deploy the graft due to not being able to advance the inner sheath past the outer sheath. Device was removed and packed in bio-hazard bag. On the back table while attempting to repackage the device, the grey handle was moved a few centimeters forward and the inner sheath started to exit the outer sheath easily. Lastly, a medtronic 46/40x185mm (18fr) valiant navion was advanced and deployed landing proximal to the tapered relay-plus. The or manager would not allow us to take the device as was communicated to (B)(6) and we agreed to leave the device until they inspect it and they did say they would return the device when they are finished." Patient outcome: "patient was not injured and there were no complications due to not being able to deploy the second relay-plus graft."